Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted as part of the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The IFU contains the following statements: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." - "when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." The root cause could not be established. Possible causes include the tissue pad being removed by some force applied to the pad or the tissue pad being removed by the customer activating the device while not grasping anything (such as after cutting tissue). Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Due diligence was executed for this event. Additional information is not available for the event as yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device had the jaw break or the teflon pad fall off. There was no reported harm or adverse impact to the patient.